Event description:
Information was received indicating that during testing the pump failed occlusion at 9.61 pounds per square inch (psi), and it exhibited double beep no cassette. Lens damage was also reported. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During investigation it was found double beep with cassette, lens damage and cassette lock worn. Fluid ingression was found also during investigation. Replaced downstream occlusion sensor, lens and latch lock assembly. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.